Event description:
Additional information received reported there was a possible leak of 6 ml of pump medication into the pocket. This was the patient's first refill with this facility but it was noted the patient reported not feeling well for several days after a refill at her previous facility. The pump was turned to minimum rate and the patient was discharged from her overnight stay at the hospital. Due to the patient's age and pump issues it was recommended to discontinue use of the pump. The pump was filled with saline on (B)(6), 2011. The patient was switched to oral medications. It was also noted the patient experienced a change in mental status which resolved after the pump was turned down to minimum rate. The patient recovered without sequelae.

Manufacturer narrative:
Catheter model#8703w lot#l69615 implanted: (B)(6) 1999 explanted:unk, connector model#8575 lot#n0046932 implanted: (B)(6) 2006 explanted:unk.

Event description:
It was reported that the patient "overdosed" on "dilaudid". Per the reporter there is currently "salt water" in the pump. The patient was looking for a physician to manage their care. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information provided indicated that a small pocket fill was suspected. It was noted that the drugs were hydromorphone (dilaudid) and bupivacaine. It was also mentioned that the pump was too close to the patient¿s rib and it hurt. When the patient sat the pump hit her lower rib.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).